Event description:
During a procedure using the CT expres 4d injector, 65 ml of iomeron 350 contrast was administered at a flow rate of 4.5 ml/sec, which resulted in extravasation of the contrast medium at the injection site. An additional 65 ml of iomeron 350 was administered through a new injection site at a flow rate of 4.5 ml/sec. In the evening, a massive hematoma with suspected skin necrosis was observed on the patient's forearm. The patient received a transfusion of 8 units of blood. A week later, the patient was transferred to the surgical ward. The wound measured 12 x 5 cm and had locally affected the skin. A surgical excision of the necrotic skin fragments was performed. The patient recovered on (B)(6) 2026.

Manufacturer narrative:
The CT expres 4d injector serial number (B)(6), has been requested to be returned to the bracco/acist europe service center for evaluation. The consumable kits used during the event were discarded and the lot numbers were not provided. Upon completion of the investigation, bracco medical technologies (bmt) will submit the results and conclusions of the event. The bmt medical advisory board member provided the following clinical evaluation of the event: it is well documented that extravasations of 50 ml or less of "non-ionic" contrast media have a low potential for serious harm. This would not be the case if "ionic" contrast media had still been in use. There are several causes that can lead to an extravasation; the two most common are: poor technique in placing the intravenous administration set, and too high a flow rate for the patient's vein. There is no information on how much contrast media was actually extravasated, but even if the entire first injection of 65 ml extravasated, it would be highly unlikely to cause skin necrosis. It is likely that this 82-year-old female patient had thin, fragile veins, and the intravenous pressure from the 4.5 ml/sec flow rate was too high and caused the extravasation. The second injection of 65 ml is remarkable for lack of information. It is unknown if it was successfully completed or if it caused the hematoma; the large, reported hematoma was caused by blood, not by contrast media.

Manufacturer narrative:
The CT exprès 4d injection system, serial number (B)(6), was functionally tested by bracco field service, and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Based on the testing and evaluation of the CT exprès 4d injection system, there was no evidence of device malfunction related to the event. This report is closed.